Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1231102) indicated that the device lot met all established performance criteria prior to shipment. Based on information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that the balloon ruptured during pullback in the calcified vessel.

Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback in a calcified vessel. The device was removed and manual pressure was held for 15 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.